Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 621681, 620767,620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, osteoarthritis, degenerative disc disease, insomnia and adhd. Concurrent conditions included bipolar disorder, stomach cramps, dysuria, ovarian failure, gerd and vaginal discharge. The patient also had a family history of bipolar disorder (mother). Concomitant products included bupropion hydrochloride (budeprion), bupropion hydrochloride (wellbutrin), caffeine;paracetamol (excedrin), celecoxib (celexa), clonazepam, fluoxetine hydrochloride;olanzapine (symbyax), lisdexamfetamine mesilate (vyvanse), nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen), quetiapine fumarate (seroquel) and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date- (B)(6) 2010, (B)(6) 2006 (discrepancy) received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, uti discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Removal details: 2008- (right fallopian tube), 2009 (left fallopian tube). Previously reported insertion date- (B)(6) 2006, (B)(6) 2006 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: echogenic linear band in the cornu of right fundal region and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression, abdominal pain, urinary tract infection, depression. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received: lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 620767-inv,621681,620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, osteoarthritis, degenerative disc disease, insomnia and adhd. Concurrent conditions included bipolar disorder, stomach cramps, dysuria, ovarian failure, gerd and vaginal discharge. The patient also had a family history of bipolar disorder (mother). Concomitant products included bupropion hydrochloride (budeprion), bupropion hydrochloride (wellbutrin), caffeine;paracetamol (excedrin), celecoxib (celexa), clonazepam, fluoxetine hydrochloride;olanzapine (symbyax), lisdexamfetamine mesilate (vyvanse), nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen), quetiapine fumarate (seroquel) and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date- (B)(6) 2010, (B)(6) 2006 (discrepancy) received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, uti discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Removal details: 2008- (right fallopian tube), 2009 (left fallopian tube). Previously reported insertion date- (B)(6) 2006, (B)(6) 2006 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: echogenic linear band in the cornu of right fundal region and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression, abdominal pain, urinary tract infection, depression. Lot number 620767 is not valid. Lot number:620757 manufacture date: 2006-09 expiration date: 2008-08. Lot number:621681 manufacture date: 2006-10 expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 621681, 620767-inv,620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, osteoarthritis, degenerative disc disease, insomnia and adhd. Concurrent conditions included bipolar disorder, stomach cramps, dysuria, ovarian failure, gerd and vaginal discharge. The patient also had a family history of bipolar disorder (mother). Concomitant products included bupropion hydrochloride (budeprion), bupropion hydrochloride (wellbutrin), caffeine;paracetamol (excedrin), celecoxib (celexa), clonazepam, fluoxetine hydrochloride;olanzapine (symbyax), lisdexamfetamine mesilate (vyvanse), nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen), quetiapine fumarate (seroquel) and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date- (B)(6) 2010, (B)(6) 2006 (discrepancy). Received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, uti discrepancy noted : the plaintiff states that she did not undergo essure confirmation test. Removal details: 2008- (right fallopian tube), 2009 (left fallopian tube). Previously reported insertion date- (B)(6) 2006 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: echogenic linear band in the cornu of right fundal region and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression, abdominal pain, urinary tract infection, depression. Most recent follow-up information incorporated above includes: on 1-apr-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 621681, 620767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, osteoarthritis, degenerative disc disease, insomnia and adhd. Concurrent conditions included bipolar disorder, stomach cramps, dysuria, ovarian failure, gerd and vaginal discharge. The patient also had a family history of bipolar disorder (mother). Concomitant products included bupropion hydrochloride (budeprion), bupropion hydrochloride (wellbutrin), caffeine; paracetamol (excedrin), celecoxib (celexa), clonazepam, fluoxetine hydrochloride; olanzapine (symbyax), lisdexamfetamine mesilate (vyvanse), nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen), quetiapine fumarate (seroquel) and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2010, (B)(6) 2006, (discrepancy). Received treatment for pelvic pain, abdominal pain, gen. Abnorm. Bleed, uti. Discrepancy noted: the plaintiff states that she did not undergo essure confirmation test. Removal details: 2008 (right fallopian tube), 2009 (left fallopian tube). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: echogenic linear band in the cornu of right fundal region and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: depression, abdominal pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 11-mar-2020: medical records received: lot number added. Case become incident, essure removal date and surgery, reporters, patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.